Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received two inappropriate shock therapies due to far field oversensing and near field noise. The device was reprogrammed to switch off therapies. Isometrics and pocket manipulation did not reproduce any noise. The patient was stable.